Event description:
It was reported that while a ventilator was connected to a patient, it generated a technical error code indicating disabled valves. The ventilator was replaced with another one. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. No part was returned and no device logs were received despite several reminders. Our field service engineer was dispatched to the hospital facility to troubleshoot the device. He confirmed the reported issue with a technical error code indicating disabled valves and stop of ventilation. He replaced the defective control printed circuit (pc) board according to the recommendation in the service manual, successfully ran a pre-use check and returned the ventilator back to service. If the underlying defect resulting in disabled valves occurs during ventilation, ventilation will stop and the user will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, the technical error code for disabled ventilation will be generated and ventilation cannot be started. The conclusion in this meter is that the reported issue was caused by a defective control pc board. The cause of the defective control pc board could not be determined since no parts were returned and no device logs were received.

Event description:
(B)(4).